Event description:
Elderly male with history of hypertension and aortic murmur. When preparing the swan for use in transcatheter aortic valve replacement, the balloon would not inflate. Product not used on patient. There is a second swan reported with the same issue that had the same lot number.